Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with a button depression and with strip insertion. The reported complaint of the meter powering off after strip insertion was not observed. No malfunction or product deficiency was identified.

Event description:
A customer reported a medical event due to not receiving her adc replacement meter. The replacement adc meter was due to the prior meter turning on by button, but turning off after the insertion of the test strip. As a result of the customer being unable to monitor their blood glucose, on (B)(6) 2020, the customer was found unconscious by her husband and the paramedics were called. A blood glucose "below 20" was obtained on the paramedic's meter and the customer was treated with IV glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle lite meter is 5 years. Since this device has been in distribution beyond its useful life as of the date of complaint, no further investigation activities are required. If the product is returned, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving her adc replacement meter. The replacement adc meter was due to the prior meter turning on by button, but turning off after the insertion of the test strip. As a result of the customer being unable to monitor their blood glucose, on (B)(6) 2020, the customer was found unconscious by her husband and the paramedics were called. A blood glucose "below 20" was obtained on the paramedic's meter and the customer was treated with IV glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.